Event description:
Emplant , bilaterally done sharp chest pains and radiating pain to left arm and leg. Deflation and leakage of left emplant noticeable and has led to major medical problems including angenia pectoris and flacid left side. Pt is 100% disable and relies on disability to survive. Both emplants remain in but continue to create major medical problems.